Manufacturer narrative:
This rv lead was successfully replaced, but was disposed of at the hospital, so will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional informaiton become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to infection. There were no additional patient effects reported.